Event description:
The clinician reported that almost 10 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted the patient's insufficient quality of bone and the implant's instability. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.